Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarms for two months. The customer's blood glucose value was 98 mg/dl. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the customer changed the battery multiple times already but still received the same error. The device will not be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing.